Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: no photos or samples were received by our quality team for evaluation. A device history record could not be evaluated as the lot number is unknown. Investigation conclusion: complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Root cause description: he failure mode could not be verified and the root cause could not be determined. Rationale: CAPA: there were no actual sample returned for investigation. If there were samples returned for investigation, the damaged location could be observed and investigated. The complaint will be reopened when there is actual sample returned for investigation, the complaint trend will be tracked and monitored. Sa: the complaint will be reopened when there is actual sample returned for investigation, the complaint trend will be tracked and monitored.

Event description:
It was reported that arterial cannula 20g/45mm catheter was damaged. The following information was provided by the initial reporter: on (B)(6) 2020, the patient was given an invasive blood pressure test with an arterial indwelling needle as prescribed by the doctor. After opening the arterial indwelling needle, the trocar root was found to have holes and there was a risk of blood leakage, so it could not be used. The patient was immediately replaced with another indwelling needle, which did not affect the patient.